Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's wife called to report a hospitalization due to high blood glucose. The current blood glucose reading is 540 mg/dl. Caller is treating customer with the insulin pump. Customer has been taken to hospital for treatment. The blood glucose reading at the time of the event was 219 mg/dl. Nothing further reported.